Event description:
It was reported that during a gastric bypass procedure, the device was fired and did not feel like the device fired properly. At the beginning of the staple line, the staples were malformed. Another device was used to complete the case with no patient consequence.

Manufacturer narrative:
(B) (4). (B) (4). Evaluation summary: the analysis results found that one long60 device was returned in good visual condition and with no reload loaded on the device. The device was tested for functionality with a test reload and achieved its complete 3-stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. A batch record review was performed and no anomalies were found during the manufacturing process.